Event description:
It was reported that the ventricular port on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the ventricular connector was broken. Analysis also found that the lower case and two side bail covers were broken, that the ring cover was damaged and the ring bent. (B)(4).